Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision at all distances. The near range was particularly bad. A post-cataract was treated with a laser. Since then, patient have suffered from unbearable starbursts. Additional information was requested and received, stating the patient wore contact lenses anyway, only quite sporadically during various leisure activities. The starbursts are unbearable, and these occurred after yag (yttrium aluminum garnet) and were not present before. No contact glass was used during the laser treatment. The patient was suffering from the vision restrictions and starbursts that she has already been on sick leave. There are two medical device reports associated with this patient. This report is for the left eye.